Event description:
Routine complaint investigation confirms several test results out-of-range with quality control solution (used to verify device performance). Had these results been obtained from a pt sample, it could have had an adverse clinical effect. No injuries reported in the field.